Event description:
It was reported that the cartridge repeatedly detached from the ilet during use, including after the user changed connectors, and that stand-alone connector insertion testing did not reproduce detachment; two cartridges and two connectors were involved, and a replacement ilet was provided after troubleshooting and education. Symptoms included hyperglycemia with thirst. Outcomes included prolonged elevated glucose outside target for several hours without hospitalization or professional medical intervention, and the user used subcutaneous insulin by pen as back-up therapy. Investigation included technical troubleshooting with the user, review of device use, and coordination for device replacement and return. Investigation of the returned ilet revealed no device-component interface or retention issue involving the cartridge and connector.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.